Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors would not open. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the shaft had detached from the hub and was sheared. There was no evidence of blood. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(6) 2011. (B)(4).